Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. Unit received with broken belt clip slot.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 108 mg/dl at the time of the call. The customer stated that the arrow button did not respond. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.